Event description:
The customer reported the system displayed a pre-charge voltage error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.